Manufacturer narrative:
This device is classified as import for export, therefore, 510k is not applicable. Model: eg38-j10ut-us is available in the USA with a 510k number: k200090. The product was returned to pentax medical for repair. We the technicain checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the control body fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the u/d and the r/l pulley wires stretched, the lg prong corroded, the lg prong top corroded, the ultrasound connector body leak, the light guide cable dirty, the insertion flexible tube worn out, and the us connector cable (long) lump/wave; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).